Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
It was reported the coil prematurely detached during delivery with half of the coil inside the catheter and the other half inside the aneurysm. The coil was successfully removed from the patient. No patient injury reported.